Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow-up report will be submitted. Product not returned.

Event description:
The customer reported the rad-g "won't alarm when outside of parameters." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned rad-g was evaluated. The device was received in spot check mode. By design, the device does not have parameter limits in spot check mode and therefore, the device does not produce alarms. When the device was changed to continuous mode all alarm conditions were audible and visual. The device was determined to be functioning as designed.

Event description:
The customer reported the rad-g "won't alarm when outside of parameters." There was no patient impact or consequence reported.